Event description:
It was reported to resmed that an astral device did not power on. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection identified physical damage to the bottom case and an unknown sticky substance on the ac input socket. The bottom case was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).